Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of cutting wire kinked. Block h11: (investigation result). The returned ultratome xl was analyzed, and a visual evaluation noted that the working length was kinked and twisted. The cutting wire was also kinked. No other problems with the device were noted. The product analysis revealed that the that the working length of the device was kinked and twisted. The device cutting wire was also kinked. These physical damages could have occurred due the device manipulation during preparation, such as if an excess of force was applied in order to get the device out of the package or during mandrel removal. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, the tip of the ultratome xl was bent when removing from the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.